Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that fluid was cresting near the wash up down nozzle. The fse then replaced vacuum valve 2. The fse proactively cleaned and lubricated the mixer. A precision study was performed, and quality controls were run, and all were within range. The cause of the discordant, falsely elevated calcium results was a malfunction of vacuum valve 2. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium results were obtained on three patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were rerun and resulted lower, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.